Event description:
Procedure type: resection. According to reporter: surgeon reports an incomplete closure of the clip seam row and a mechanical sliding feeling during the release. The procedure was changed to an open procedure and another company's device was applied. There was an extension of the operative time by more than 30 minutes. There was no blood loss nor any loss or damage to tissue. The tacks fell into pt's cavity and had to be retrieved manually.

Manufacturer narrative:
(B)(4).